Manufacturer narrative:
Correction: the correct date of magnet replacement surgery is (B)(6) 2024; not (B)(6) 2024 as previously reported.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (strength not reported). The clinician did not follow the manufacturer's instructions for use of MRI. The patient was placed under general anesthesia on (B)(6) 2024 for a magnet replacement surgery. The implanted device remains.